Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: 517205.

Event description:
It was reported that the patient had a hematoma and paralysis on the legs. The physician stated that symptoms do not appear to be device related. All device components were explanted and will not be returned. The patient was doing well postoperatively after being sent home and is able to walk.